Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The pump was updated and the logs rechecked with no recovery. A programming bolus was also tried. The pt experienced withdrawal. The pump was replaced. The pt recovered without sequelae. The pump was used to deliver compounded baclofen 4000mcg/ml.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.